Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is warming up. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was confirmed by the technician through disassembly and visual inspection by the technician. The technician disassembled the device and confirmed the components including the bearings were affected by corrosion. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is warming up. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.